Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this lead had impedances of greater than 2000 ohms. An x-ray has been ordered.

Manufacturer narrative:
We were notified that an x-ray confirmed there was an insulation lead body conductor fracture and the lead was explanted and returned for analysis. Added the explant date and an additional device code. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the visual inspection the ligature marks were detected approx. 14 cm distal to the is-1 connector pin. Close to this region approx. 16 cm distal to the is-1 connector pin the insulation was found damaged through cuts. The insulation body was found broken apart at this position. Furthermore the inner coil was fractured 16 cm and the outer coil 17 cm distal to the is-1 connector pin consistent with the observation mentioned in the complaint description. This damage can be considered as the root cause for the pacing impedance >2000 ohms. Based on the characteristics of the damages it is reasonable to assume that the insulation was damaged during the implantation procedure through cuts. This initial insulation damage in combination with a constantly bent position of the lead in the implanted state might have led to the insulation break and the fracture of the conductor coils. Diagnostic images were not available for analysis. The analysis did not reveal any sign of material or manufacturing problem. Furthermore explantation damages were noted. Immediately distal to the is-1 connector pin the inner coil was found deformed due to over-rotation during the retraction of the fixation helix and the distal lead was found partly pulled out of the ring electrode which most likely occurred due to tensile forces applied during the explantation procedure.